Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). This lead has been implanted since 1990. Technical services (ts) recommended further evaluation of this patient and lead. Reprogramming was performed and thresholds were increased to 3 v. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).